Event description:
It was reported that this right atrial (ra) lead exhibited noise. The patient was symptomatic and was feeling dizzy. They found that the lead was fractured. Subsequently, this lead were surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).